Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient experienced increased left anterior thigh pain in moderate intensity approximately 6 months post implantation. Additional physical therapy was prescribed for six weeks for recurrent iliopsoas tendinitis. No revision procedure has been reported to date. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty procedure on due to osteoarthritis. Zimmer biomet components were implanted without complications. 6 months after the procedure, the patient reported increased left anterior thigh pain. -1 month follow up - full weight bearing with antalgic gait, slight pain, legs equal, satisfied -3 month follow up -full weight bearing with normal gait, slight pain, legs equal, satisfied -6 month follow up - moderate pain, additional physical therapy was prescribed for 6 weeks. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 010000664 lot number:6692072 brand name: g7 pps ltd acet shell 54f; catalog number: 20103606 lot number:64449789 brand name: acetabular liner; catalog number: 650-0660 lot number:3030942 brand name: delta ceramic fem hd. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00796. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced increased left anterior thigh pain in moderate intensity approximately 6 months post implantation. Additional physical therapy was prescribed for six weeks. No revision procedure has been reported to date. Additional information on the reported event is unavailable.